Event description:
New information received indicated that there was no sensing or pacing on the lv lead.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during implant procedure, the left ventricular (lv) lead's unspecified measurements were not showing up. The lv lead was not used. The patient was discharged.

Manufacturer narrative:
The reported events of failure to sense and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.